Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was at the lake and was pushed in while wearing the pump. When she came out she said that the pump screen looked like it had moisture. She said that now the moisture is gone but that she cannot see the screen very well. The customer stated that the screen goes very dim, then comes back and does that over and over again. Her blood glucose was 180 mg/dl. During troubleshooting, the customer was advised to disconnect at the quick release. The customer was assisted in reviewing her alarm history for alarms and number of alarm occurrences and there were none. There was no button error alarm present. She was assisted in performing the self-test and the test did not complete. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics and motor assembly. Unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.